Event description:
The rptr is calling in regard to a defect noted within the lens placement system. The rptr states that the iol is foldable, and placed into an injector. During insertion, the lens either breaks or becomes bent. The rptr feels that the device should be a one set system, because the design flaw within the injector causes damage to the iol. Due to the potential for harm and the frequency of this occurrence, the rptr states that this product will no longer be used by the facility he is associated with. The rptr has contacted the MFR. The rptr states that although no injury occurred, the potential can exist if the surgeon does not realize the iol has been damaged post placement, or if a replacement iol is not readily available. For this pt, the iol was inserted via the instructed method. After insertion, it was noted that the lens was broken. The device was taken out, and the eye was re-opened for replacement. The pt suffered no adverse consequence.